Event description:
Customer reported via phone, the insulin pump was not working properly as her blood glucose have been high 534 mg/dl and 239 mg/dl. Current blood glucose was 476 mg/dl. Troubleshooting was performed and it was found the drive support cap on the device was flushed. Unexplained high blood glucose started in (B)(4). Customer states he was going to speak to her husbands in regards to replacing the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.